Manufacturer narrative:
The abbott field service engineer (fse) was rolling the architect i2000sr ups, ln 01da5-66 on the floor next to the system when one of the wheels became stuck on the floor causing the unit to tilt over on the fse foot. The architect system service and support manual states that the architect may expose individuals to potential safety and health hazards. The architect system operations manuals under heavy objects section, indicates to use proper lifting techniques when moving the architect i2000sr. The operations manual stated (under trip hazard) that the architect i2000sr is equipped with a power cord and various computer connectors. To avoid a tripping hazard, the user should ensure cords in high traffic areas are properly stowed. A ticket review over a 12 month period for the ups, ln 01da5-66 showed no similar complaint had been received. The tracking and trending review showed no adverse trend involving the ups. Based on the available information, the ups was being physically rolled into position when the wheel became stuck on the floor causing the component to tilt and fall over on the fse foot. A deficiency with the ups, ln 01da5-66 was not found during the evaluation.

Event description:
While performing an assembly on the architect analyzer, a part got stuck on a wheel and fell on top of an abbott technician's foot causing an injury. A radiology test was performed with no broken bones found. The injury was treated with ice packs and the technician was treated with anti-inflammatory medications along with some time off work.

Manufacturer narrative:
(B)(4). A product evaluation is in process and the results will be submitted in the final report.